Event description:
The pt never experienced therapeutic effect. The pt's nausea and vomiting symptoms returned about 10 days ago. The pt was house sitting a dog but stated the dog was tame and did not jump on her. The lead impedance measurements were greater than 4,000 ohms. The battery status was determined to be ok. Additional info is being requested from the hcp.

Manufacturer narrative:
(B) (4)